Manufacturer narrative:
Cynosure lutronic clinical team collected additional information and determined the case to be inconclusive. Site physician suspects the patient had an allergic type response. Treatment parameters used were within the recommended range. Numbing cream was applied prior to treatment. Post treatment be facial mask, vitamin c ampoule, prednisone atar and healite treatment were applied as preventative. Patient reported the following day after treatment that her face was more swollen and she was unable to see. Site confirmed patient had severe periorbital edema and clear yellow drainage. The case was discussed with an infectious disease doctor, who recommended that the patient receive direct admission for IV antibiotics and IV steroids. The patient received v ancef, clindamycin and solumedrol. Labs showed leukocytosis 13 > 15, elevated lactic acid, 3.3. Following the IV treatment it was reported that these numbers trended down as expected. The patient was discharged two (2) days later and it was reported that they recovered well and can see significant improvement. A cynosure lutronic field service engineer (fse) arrived on site and performed a device evaluation. The device was subjected to multiple tests including full functionality testing and had passing results. Device confirmed to be operating within specification. Due to patient receiving medical intervention, this event is reportable.

Event description:
It was reported that a patient experienced pronounced edema post soft tissue coagulation treatment with a lasemd ultra device.